Event description:
Customer reported tempus ls device pacer was not working. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.

Event description:
This report is based on information provided by philips remote service engineer and schiller investigation team and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that the pacer is not working. The customer was performing annual preventative maintenance using a fluke 7000dp when the pacer would not increase and then the increase option disappeared. No patient care was being done.

Manufacturer narrative:
Based on the evidence available the reported problem was unconfirmed. The investigations involved a "good faith effort" to obtain information and the device. Despite all the efforts, sag was not able to obtain them. Therefore, no investigation could be done. This assessment will be updated, if new information are made available. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes

Manufacturer narrative:
Updated problem code, patient outcome, health impact, evaluation method, evaluation result and component code.